Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery customer's blood glucose was unknown. The customer was advised to clean battery cap with dry swab cotton. The customer was advised to wait for 5 seconds and insert a new battery. The customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose was unknown. The customer was advised to insert new aaa alkaline battery. The customer was advised to monitor pump and we send a replacement battery cap.